Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using sedi-40 instr. That the device does not mix. The following information was provided by the initial reporter: the device does not mix and then stops, it does not process the samples.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes, returned to manufacturer on: 2022-11-30. H.6. Investigation summary: instrument sedi 40 00142 was returned to the manufacturer for service with respect to the reported defect ¿ not mixing. The instrument was evaluated by visual examination and functional testing and it was found that the device was not mixing properly. A plexiglass strip and flat cable were replaced. After repair the instrument passed all further quality checks.

Event description:
It was reported while using sedi-40 instr. That the device does not mix. The following information was provided by the initial reporter: the device does not mix and then stops, it does not process the samples.